Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing both high and low blood glucose. The customer had a low blood glucose level of 45 mg/dl. They treated the low blood glucose with eating sugar and drinking a juice. The customer also had a high blood glucose level of 500 mg/dl. They treated the high blood glucose with a bolus from the insulin pump. The customer reported that the insulin pump would deliver insulin but when he checks his blood glucose later it would be about 400 mg/dl. The customer declined troubleshooting for the high and low blood glucose. The device will not return for analysis.